Manufacturer narrative:
Arjo was notified about an event where the alenti bathing lift was involved. It was initially reported that the lift tipped over and the resident fell off the device during its use. According to the information provided by the customer facility, after the bath, when one caregiver was drying the resident, the lift tipped sideways. The resident fell off on her left side and hit her head. Due to fall the resident sustained a hematoma to the facial area and was taken to the hospital. Upon x-ray examination it was confirmed that the resident did not sustain any fractures and she left the hospital the same day. The involved alenti hygiene lift was taken out of service immediately after the event and an arjo representative was informed. Arjo representative attended the customer facility, collected additional information and inspected the device. It was reported that the visual condition of the device was not satisfactory as many damages of e.g. Covers were noticed. The performed function test revealed malfunction of the control panel (membrane). However, none of these issues were determined as an event contributing factor. The device was not under the arjo service agreement and was serviced internally by the customer facility. Alenti hygiene lift is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. Alenti must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the operating and daily maintenance instructions. Based on the complaints review the following potential factors were evaluated as probable to contribute to the event occurrence: 1. Device not be suitable for this resident's needs. The operating and daily maintenance instructions (IFU, 04.cd.02_6 issued in april 2000, version active at the time of the distribution of the involved unit) points out that: "the resident needs to be able to sit in an upright position, normally defined as active or semi-active". According to the information provided regarding the patient's condition at the time of event, this resident had left-sided body weakened (the patient had suffered a stroke in the past - not related to the event in question). Moreover, the lift tipped to the same patient impaired left body-side. Although this impairment could potentially affect the patient's ability to remain in the required position, it cannot be confirmed with absolute certainty as the customer stated that this resident had good truncal support and was able lean over to pick up objects off the floor, without an issue. This hypothesis seems unlikely. 2. Wrong positioning of the patient on the chair. The lift tipping could be related to wrong positioning of the patient on the chair. As stated by the facility representative, the patient fell on her impaired left body-side. When using the chair at the time of event, her weak side was positioned towards the transfer handles. The safety belt was secured and both hand rests were folded down. If the resident had no support, could not hold on the arm rest during resident's handling, was reaching something in the surrounding or leaning forwards or sideways, the balance could be disturbed and potentially the device might tip over. However, according to information provided by the customer representative the resident had good truncal support and did not grab any object that could affect her balance. Please note that IFU for alenti provides information and warnings regarding correct position of the patient during use of the lift e.g.: "make sure the patient is sitting straight upright in the middle of the seat." Therefore, this hypothesis seems unlikely. 3. Device malfunctioned the involved alenti was manufactured over 18 years before the investigated event occurred. It should be underlined that the expected lifetime of alenti is 10 years and the inspection of the device revealed multiple malfunctions affecting functioning of the lift. However, no linkage between the device tipping and lift's technical condition was established. It has to be pointed out that the design of alenti lift hygiene chair is attested, fulfills the requirements of stability and does not tip without any reason. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position. The test was confirmed by tuv in 2004. Therefore it seems unlikely that device malfunction caused the incident. In summary, according to the gathered information the alenti hygiene chair was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device there were multiple failures discovered, but none of them were determined as contributory factor. This complaint was decided to be reported to the regulatory authorities due to indication of patient fall and an injury occurrence.

Manufacturer narrative:
The investigation and analysis of the collected information is still on-going. Further information will be provided within the next report.

Manufacturer narrative:
(B)(4). The involved alenti hygiene lift was taken out of service and was evaluated by the arjo qualified representative. According to the inspection results, lift was lowered from the height it was at during the incident and could not be raised to that position. The membrane buttons on lift were not functioning correctly. The lift was not possible to be raised, but lowering was still functional. The base, pcb and scale covers were found cracked and dislodged. There were signs of scuffing on seat and serious scuffing along handle. The pillar seal was dislodged and compressed under scale cover. Brakes were deploying correctly and were in good working order. Rust was visible on lower inner pillar and base. The device was serviced internally by the customer facility. The investigation is on-going and further information will be provided within the next report.

Event description:
Arjo was notified about an incident with involvement of alenti lift. It was reported that the resident fell off the device during use. The resident was transferred out from the bathtub with assist of two caregivers and while one caregiver was drying her on the chair, the lift tipped sideways and the resident fell off on her left side and hit her head. The resident sustained hematoma to the facial area and was taken to hospital. Upon the x-ray examination it was confirmed that, the resident did not sustain any fractures and she left the hospital on the same day.